Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, lead safety switch (lss) was triggered and a signal artifact monitor (sam) episode was stored due oversensing artifact related to the minute ventilation (mv). The mv feature was disabled. Technical services (ts) recommended further testing. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.